Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient's dual lumen PICC had a crack at the hub which began to leak. The patient was no longer in need of dual lumen access, so the broken PICC was replaced over-the-wire with a single lumen PICC. No patient injury reported.